Manufacturer narrative:
The three reported devices were returned to omsc for evaluation. This MDR is regarding one of them, but it could not be specified which one was the subject device. The evaluation confirmed that two of the three devices had no defects which should be affected to any function. Only one of them (the subject device) had the severely worn ptfe pad, and the metal part of it was exposed. The manufacturing histories of the three devices were reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wore. Considering the evaluation result of the device, omsc concluded that the severely wear of the pad occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that the subject device was used during a colectomy of the descending colon. At the end of the procedure, about 2 hours later from the beginning of use, the 1st tb-0535fc could not be used any more. Although the user exchanged it with the 2nd tb-0535fc and continued the procedure, by several outputs from the beginning of use, the ptfe pad of the 2nd one also could not be used any more. He exchanged it with the 3rd tb-0535fc and completed the procedure. There was no patient injury reported.